Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Liner/casing around the tampon itself is separating from the tampon...this thin liner sticks inside and has to be torn away from the body [foreign body in reproductive tract]. Uncomfortable- vaginal [vulvovaginal discomfort]. Discomfort- inside around the tampon [medical device site discomfort]. Painful- vaginal [vulvovaginal pain]. Pain - inside around the tampon [medical device site pain]. Liner/casing around the tampon itself is separating from the tampon [device breakage]. The removal is very painful [complication of device removal]. Case narrative: consumer reported via e-mail that the liner/casing around the tampon is separating from the tampon itself. No serious injury reported.